Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, serial# unknown, product type lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a trial patient in basic evaluation. The patient stated they feel the lead has migrated. The patient¿s device was up to 7.5 and the patient was not feeling stimulation. The patient received an error message the read ¿settings not available¿. It was reported only the left lead was placed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.